Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6013745, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6013745 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 16-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot: 5e03927 was manufactured according to the work instruction (wi) version 68 and manufactured in the machine sc05-sc06 on 08-jun-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance's (nc) was raised during the microbiology process. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: , one nonconformance (nc) was raised during the microbiology process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available.